Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to calcification in the left ventricular outflow tract (lvot) extending below the left coronary cusp (lcc), and an aortic valve area (ava) of 0.4. The valve dislodged ventricularly and was recaptured twice. Upon the third unsuccessful deployment attempt, a third recapture was recommended by the medtronic representative. At 80% deployment, the physician fully released the valve instead of recapturing, and the valve ended up very deep in the ventricle. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was greater than 8mm, and on the left coronary cusp (lcc) was greater than 10mm. Following the dislodge, the implant depth on both the ncc and lcc was greater than 15mm. Transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) showed moderate-severe paravalvular leak (pvl). The valve was decided to be repositioned with a dual snare at both tabs, from right and left radial access. The left ventricular end-diastolic pressure (lvedp) of 50mmhg gave a strong indication of poor future outcome. The valve was successfully snared and pulled up to the annulus at a final depth of 10mm on both the ncc and lcc with trace pvl and a gradient of 7mmhg. The patient remained stable. A procedural delay of 30 minutes occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d. Expiration date, lot #, and unique identifier # updated h4. Device mfg date updated h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.